Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected from the ilet insulin pump and forgot to reconnect, then later reconnected at home; after eating a salad, the user recorded a blood glucose of 324 mg/dl, and the pump had recently undergone a factory reset and was new to the user. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and continued monitoring by the user. Investigation included troubleshooting and user education regarding infusion set management and reconnection practices. Investigation of this case revealed user handling related to not reconnecting the infusion set after disconnection, with the pump otherwise appearing to function as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.